Event description:
The customer opened a new box of contour next test strips and found the cap open.no adverse events were alleged.the test strips were not expected to be returned for evaluation.new test strips were sent to the customer.